Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported thrombosis and stroke, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. The reported patient effects of thrombosis and stroke are listed in the xact carotid stent system information for prescribers as adverse events potentially associated with carotid stents and embolic protection systems. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left common carotid artery that is 90% stenosed. A 8tx30x136 xact stent was implanted without issue; however, about 30 minutes post procedure, the patient suffered a stroke. The stent implant was observed to be fully thrombosed. The patient was brought back into the procedure room and thrombectomy was performed and 20 minutes later the stent thrombosed again. Additional thrombectomy was performed with same modality successfully. Medication was provided for the stroke. There was no adverse patient sequela; however, patient was discharged two days later with no neurological deficits. No additional information was provided.